Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter was tested and the primary complaint was not confirmed; however a secondary issue was noted where the meter was found to have spc pin 2 bent. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the test strips have passed all testing with no faults found. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Event description:
The user in (B)(6) reported blood glucose results of "5.7 mmol/l" with the onetouch veriopro meter and "3.6 mmol/l" on a laboratory device, performed within an unspecified time of each other. There was no adverse event associated with this issue. As the results fell outside expected values for meter to lab accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.